Event description:
It was reported that the user experienced low glucose values during sleep, with evening hypoglycemia of unclear cause, and used oral glucose to treat the events; the user reported not eating before bed and typically trending higher while sleeping, and troubleshooting and education were completed with a recommendation to consult the treating clinician about nocturnal glucose drops. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate treatment and no hospitalization. Investigation included complaint handling review and user coaching. Investigation of this case revealed no device malfunction was identified and no device component issue was evident based on the troubleshooting and education performed. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.